Event description:
The ligasure atlas ls1120 vessel sealing instrument 20cm was being used on the splenectomy procedure and after about 20 uses, the device stayed closed after burning the tissue and was unable to be released. We attempted to reclose and release the handle multiple times and physician also tried to pry the jaws open with a hemostat. Finally, the physician used a coag to release the tissue below so that the instrument could be removed from the abdomen. Tech took the device and pryed open the jaws with a clamp, now being able to use more force and leverage. The unit was passed off the field and another device was obtained to complete the surgery.